Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's right hip due to loose acetabular component. Surgeon revised the cup, liner and head - stem remained and was well fixed.